Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device experienced syncope. The right ventricular (rv) lead displayed noise and oversensing which led to pacing inhibition resulting in greater than two seconds of asystole for the patient. The patient was seen for a surgical revision procedure where the lead was surgically abandoned and replaced. The device was explanted. There were no additional adverse patient effects. The device has been returned for analysis.